Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up repot when our investigation is completed.

Event description:
Complainant alleged that during testing by a zoll representative, the device displayed a "defib fault 79" message. Complainant indicated that there was no patient involvement in the reported malfunction.